Event description:
Reporter indicated that high lead impedance was obtained on a system diagnostics test during preoperative diagnostic testing for a battery replacement procedure indicating a possible lead discontinuity. The reporter indicated that the physician stated that lead was split near the generator and stated it "looked like it was shredded". During the procedure, prior to reimplant of the existing vna therapy system, it was reported by the MFR employee in attendance that the pt's heart rate"...was decreasing" and that when stimulation was turned off, the pt's heart rate"... Returned to normal." No additional info has been received to date in regards to the medical professional's assessment of this report to the vns. Additional info has been requested to determine the relatiosnhip between this event and the vns therapy system device. The pt's entire vns therapy system was replaced.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.